Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated the use of a cartridge. Not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 04/27/2012 by fax and mail. A completed questionnaire was received on 04/30/2012. Add¿l info was received in a follow up phone call on 05/23/2012. (B)(4).

Event description:
A surgeon indicated that during an intraocular lens (iol) implant surgery, he noted that the trailing haptic of the lens was torn just after he inserted the lens. A small posterior capsule tear was noted at that time. The surgeon reported the lens was perfectly centered, so he elected to leave the lens in place. On the postoperative day, the pt was doing ¿great¿. However, at the one week postoperative visit, the surgeon noted the lens had decentered and was causing induced astigmatism. In a follow up phone call, a tech indicated that the lens was exchanged and the pt was doing well. The replacement lens was placed in the sulcus.